Event description:
On 11/17/2023, it was reported by a sales representative via sems-06404429 that (qty. 2) of an ar-18800-03 driver shaft twisted despite the surgeon's use of the torque limiting adapter present in the set. They were told the devices twisted before the torque limiting adapter engaged. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-18800-03 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was twisted. No functional testing was performed due to the damage to the device. A torque-limiting handle or modular torque-limiting adapter is recommended for use with the device to prevent over-torquing. The most likely cause is attributed to use error over-torquing/over-engaging the driver with the screw head.